Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e1 (event site address). Due to character limit in block e1 event site address is (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site telephone and event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to duplicate the issue the customer experienced. During the manifold tests, the drive manifold test failed. The fse replaced the drive manifold (0104-00-0031) as required. Completed repair successfully. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
(B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had helium leakage issue while device was in prior to use. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.